Event description:
Additional information was received that surgery occurred to explant and replace the ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed the elective replacement indicator (eri) message. The ipg is providing therapy. It is unknown if the ipg has prematurely depleted. Surgical intervention may occur to address the issue.